Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for three to four days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.